Manufacturer narrative:
The suspect device is not returned to the facility. The root cause of the failure is undetermined.

Event description:
During the in-service (non-patient setting) 5 clips in a row (including the subject device) opened and closed fine. Though at the first click of deployment, the clip opened but never reclosed and it popped off. The sales representative was able to finish the in-service successfully with others of the same device.